Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope produced no image and generated an error code of b30 during set up. There was no reported patient involvement with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image error b30 was caused by dirty contact pins at the scope connector. Image was ok after cleaning. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope produced no image and generated an error code of b30 during set up of a therapeutic airway inspection. There was no reported patient involvement with this event and the intended procedure was able to be completed with another device.